Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to t wave oversensing. A morphology change has been noted compared to implant, and this patient is expected to follow-up in clinic for further troubleshooting. This sicd remains in-service. No additional adverse patient effects were reported.